Event description:
It was reported that the customer experienced an issue with the insulin pump displaying a fill estimate different from their expectation. The current fill estimate on the pump was 175 units, whereas the customer expected a fill estimate of 220 units. There was no adverse impact to the customer¿s blood glucose level. Technical support received a call from the customer, who initially wanted the pump replaced due to the discrepancy. After reviewing the customer's data and explaining that the discrepancy was within an acceptable range¿accounting for 20 units of unusable insulin in each cartridge¿the customer felt reassured and decided not to pursue a replacement. There was no further action required.